Manufacturer narrative:
As received, a partial lead (only distal portion) was returned in one piece. The reported event of lead damage was confirmed. Destructive analysis found two internal insulation abrasions breaching the ring electrode and non- functional cable lumens underneath the right ventricular shock coil with intact ethylene tetrafluoroethylene (etfe) cable coating and inner coil lumen. The cause lead damage was due to internal insulation abrasion underneath the right ventricular shock coil. The reported event of lead noise was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between inner coil and ring electrode cables at the distal region due to procedural damage.

Event description:
Additional information was received that the noise resulting in oversensing continued. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Technical support was contacted and recommended in clinic testing. No intervention was performed and the patient was stable and will continue to be monitored.